Event description:
Complaint record states that the actuator on uno 200 got stuck in the up position. When engaging the manual emergency down function the actuator dropped to the floor. No injury alleged.

Manufacturer narrative:
Supplementary report will be filed when the device is returned to the manufacturer for evaluation.